Event description:
It has been reported to co that during the procedure this device accordioned, reportedly, the outer coating is rolling back on itself. The device was removed and replaced. The pt is reported as fine. The device is not being returned for analysis.